Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the down button was intermittently responsive and the keypad cover was torn. It was reported the response issue occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, the bolus button was found to be torn and the bolus button was intermittently responsive. Investigation revealed a dim and discolored display screen.